Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient, who has gastroparesis, was hospitalized for the first part of (B)(6) with pneumonia. Patient reports being on the pump at the time, but is not clear on the circumstances of that admission. Patient admits being diagnosed with pneumonia but also reports having a low blood glucose (value unknown) during that time. Patient continued therapy with the pump, and remains on pump therapy at this time. There is no allegation/indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/08/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: review of the black box revealed records beginning on (B)(6) 2017; due to continuous use of the pump, data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint. (B)(4).